Manufacturer narrative:
Engineering has determined that the failure related to this complaint, the conductor wire pulled out from the weld location at the base of the instrument, is not user interaction related. The customer reported complaint does not itself constitute an MDR reportable event; however, the thermal damage found during failure analysis suggests that unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the insulation around the articulating joint of the permanent cautery hook instrument appeared to be burned and melted. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.